Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was 77 mg/dl and took shot. The customer stated that they had critical pump error on the insulin pump screen. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The customer was advised that the pump needs to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device displayed a critical pump error (open book image) on the lcd screen. Upon further examination of the interior of the device, there was corrosion on electrical board particularly around the battery connectors, on the terminals of the cable which connects electrical board to electrical board, and on the back of the lcd screen. Unable to perform the displacement, rewind, prime, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the critical pump error. Device received has a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located. The middle (enter) keypad button is cracked.